Event description:
It was reported that the patient underwent a revision procedure approximately 7 years post-implantation due to pain, tissue destruction, bone destruction, metal wear and metal poisoning. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was returned and evaluated against the complaint. Visual inspection found the outer radius of the head to be scratched. The rim of head is also scratched. The head remains assembled with a taper adapter. White debris was observed inside the taper while scratching and gouging were observed on the exposed surfaces of the adapter. Part and lot identification are necessary for review of device history records, part number was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Concomitant medical products: unknown cup, pn unknown, ln unknown. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2018-09074. Customer has indicated that the product will not be returned to zimmer biomet for investigation, (retained by hospital). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision procedure approximately 7 years post-implantation due to pain, tissue destruction, bone destruction, metal wear and metal poisoning. Attempts to obtain additional information have been made; however, no more is available.